Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following an episode of ventricular tachycardia (vt) that the device failed to treat, it was noted that the device failed to store an electrogram, and there were multiple stored episodes that were only 1-2 seconds long without markers. The device remains in use. No further patient complications have been reported as a result of this event.